Event description:
Pt had perfix mesh plug implanted at another facility - developed disabling right groin pain since that repair. Mesh explanted. At surgery dense adhesions and entrapment of genitofemoral and ilio-hypoinguinal nerves identified.